Event description:
On (B)(6) 2025, the patient underwent endovascular procedure to treat a thoracic aneurysm using a gore® tag® thoracic branch endoprosthesis device (tbe). It was reported that the gore tbe device was implanted successfully. On (B)(6) 2025, the patient expired. The cause of death was thrombus migration from the descending aorta into the superior mesenteric artery causing ischemia. It was reported to gore that the patient¿s death was not due to the gore device. Reportedly, this information was notified by assisting surgical consultant.

Manufacturer narrative:
H6: code c19: a review of the manufacturing records for the device verified that the lot met all pre-release specifications. The device remains implanted and is not available for analysis. Code a24: was used to cover that the patient¿s death was not due to the gore device. The cause of death was thrombus migration from the descending aorta into the superior mesenteric artery causing ischemia. W. L. Gore & associates, inc. (Gore) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by gore, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Blank fields present on this report include required fields and fields determined to be not applicable. Blank required fields indicate that the information was not provided, was deemed unavailable or was not applicable. This report does not constitute an admission or a conclusion by FDA, gore, or its associates that the device, gore or its associates caused or contributed to the event described in the report. In particular, this report does not constitute a legal admission by anyone that the product described in this report has any defects or has malfunctioned, as defined from a legal standpoint. These words are included in the report and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. This statement should be included with any information or report disclosed to the public under the freedom of information act.